Event description:
New information received from the customer stating the symptoms resolved in 5 weeks.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. The product history and batch records were reviewed and documentation indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A health professional reported that six (6) weeks after an intraocular lens (iol) implant procedure, a patient experienced a moderate inflammatory reaction, visual acuity decrease, slight tyndall in anterior chamber, precipitates on endothelium, and moderate hyalitis. The patient was treated with medication. The symptoms have currently resolved. Additional information has been requested.